Event description:
It was reported the piston on the insulin pump did not recognized the reservoir. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform the occlusion test, basic occlusion test and excessive no delivery test due to prime fill anomaly. However, the insulin pump had normal operating currents and passed a21 error test, self-test and the displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.